Event description:
A malfunction was reported with the pump after it went through an airport scanner. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump and advised the customer on the steps to receive and manage the replacement, including using a pre-paid label for returning the problematic pump. The customer will use mdi as a backup therapy and acknowledged instructions for the management of the new pump and the return process.